Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis identified a leak in the hub, which was found when the balloon catheter was pressurized. A search of the complaint handling database was performed, which identified no other incidents from this lot, for hub leaking issues. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. The event was possibly related to hub assembly during manufacturing. Corrective and preventative actions are in the process of being implemented. These devices will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a 70% stenosed, moderately calcified lesion in the moderately tortuous femoral artery. The 4.0mmx60mmx80cm armada 35 balloon dilatation catheter (bdc) was prepped prior to use with no issue or leak noted. After advancement to the target lesion, the armada 35 bdc was noted to be leaking in the hub area. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. Another armada 35 bdc was used to successfully complete the procedure. There was no additional information provided.

Event description:
It was reported that the 4.0mmx60mmx80cm armada 35 balloon dilatation catheter (bdc) leaked during use. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. There was no additional information provided.